Event description:
Patient reported having a very large ulcer. The gastric ulcer was later reported to be 8cm, and the pt was referred to a gastroenterologist. The patient was placed on protonix, a prescription drug, for the ulcer. The patient no longer reports gastric pain. The physician did not rule out the possibilty that the ulcer was related to the vns device.

Manufacturer narrative:
Vns therapy system labeling lists gastric ulcer as a potential adverse event possibly associated with therapy.